Event description:
N/a

Manufacturer narrative:
Upon further review it was determined that the reported event involved only console damage. There was no any other malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel medwatch report number- 2249723-2026-0001029 in your database.

Manufacturer narrative:
Due to character limit: e1 (event site name)-(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) was damaged after falling from a stretcher during return from patient transport. No patient involved.